Event description:
The unit returned for unrelated service. There was no reported patient harm. During the repair evaluation it was discovered that the audible alarm was not functioning due to insufficient solder from the alarm componenet to the board. There was no patient involvement at the time of the discovered malfunction. The unit has been forward to engineering for root cause analysis of the alarm failure.